Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to an infection. Head and cup were explanted and an antibiotic cement was put in to address the infection.

Manufacturer narrative:
It was reported that the patient underwent revision surgery due to an infection. The head and cup were explanted and an antibiotic cement was put in to address the infection. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. No part/lot numbers were provided; hence documentation review & risk management review could not be completed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.